Event description:
Additional information: it was later confirmed that the primary controller's audible and visual systems were working properly. The manual driveline disconnect was due to the patient exchanging their controller, as they suspected the no external power alarm was due to the controller. The patient changed back to their primary controller after approximately an hour as no new alarm had occurred. The pump stop was most likely due to the patient incorrectly following controller exchange procedure, as the driveline was not completely inserted; however, the event of difficulty inserting the driveline could not be confirmed. The patient claimed everything was okay during the exchange. The patient was stable with no further alarms and was reeducated about not performing a controller exchange on their own. The backup controller's audible and visual systems were also confirmed to be working properly as a self-test was performed when the patient visited their hospital. No equipment was exchanged during the visit. Related backup controller MFR #: 2916596-2023-02598. Related modular cable MFR #: 2916596-2023-02665.

Manufacturer narrative:
Section h6: investigation findings: 4248 - usage problem identified. Manufacturer's investigation conclusion: the reported events of a system controller exchange and no external power alarms were confirmed via the submitted log files. A review of the submitted controller event log files spanned approximately 9 days ((B)(6) 2023 per time stamp). On (B)(6) 2023 at 01:45:45 while connected to batteries, the no external power activated due to both power cables being disconnected simultaneously. The alarm cleared shortly after activating when power was restored. The backup battery was able to provide power to the controller during this event. Following this alarm, the several driveline disconnections were observed as well as several shutdown attempts were made for the controller. The driveline was disconnected for the last time on (B)(6) 2023 at 09:36:18 for a controller exchange; however, it was reported that the patient changed back to their primary controller an hour later. The controller was turned on briefly at 12:27:25 without the driveline being connected. It was then turned on at 17:08:42 with the driveline reconnected. During the driveline disconnections, there were several more no external power alarms due to dual disconnects on (B)(6) 2023 at 09:18:28, 09:20:14, 09:23:55, 09:34:22, and 17:09:26. No other notable alarms were active in the log file. The system controller, serial number (B)(6), was not returned for analysis. Per the additional information, the root cause for the reported exchange was due to no external power alarms which are consistent with user error by disconnecting both power cables simultaneously. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc. #10006136, rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The heartmate 3 patient handbook (rev. C), section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a review of the patient's controller history revealed a pump off event on (B)(6) 2023 from 09:20:14 to 09:31:04. The patient did not hear any alarms and did not experience any symptoms related to a pump stop. Log file analysis captured manual driveline disconnect, power cable disconnect and no external power alarms starting at 9:14:30. The pump appeared to resume running as intended at 17:09:30. Related pump MFR #: 2916596-2023-01870.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.